Manufacturer narrative:
(B)(4). Batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional information was requested and the following was obtained: from the surgeon¿s email that was shared, there were significant issues with the device not sealing vessels. The vessels would simply not cauterize. It resulted in a hemorrhagic emergency. The surgeon had to convert to a vaginal approach to control the hemorrhaging. When the large hemorrhage was controlled, the surgeon went back to the laparoscopic approach. This is when she found all the vessels secured with the enseal were bleeding. The surgeon sealed them all with a monopolar device. This should have been a simple and straight forward laparoscopic hysterectomy but due to the enseal, it was not. The rep did not know if this surgeon waits for the end tone each cycle or how much tissue/vessel is placed within the jaw when using the device. I experienced significant issues with the device not sealing pedicles/vessels and encountered excessive bleeding at one of the major arteries as a result. A straightforward, simple laparoscopic hysterectomy suddenly turned into a hemorrhagic emergency and despite numerous attempts with the enseal it simply would not cauterize the vessel. Thankfully I was able to rapidly convert to vaginal approach and obtain hemostasis that way but it really could have been catastrophic. When I returned to the laparoscopic part of the surgery, every pedicle that was dissected with the enseal was bleeding and I had to re-cauterize everything with the monopolar maryland. The procedure was not recorded. The procedure was a cancerous pelvic mass resection. The source of the major bleed was the right uterine artery, but all of the pericles were "oozy and not sealed properly". This was not the doctor's first time using enseal. She seemed to be following the steps for use correctly based on her feedback. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap hysterectomy there was a significant patient complication with uncontrolled hemorrhage after use of the enseal device. It converted a straight forward laparoscopic hysterectomy into a hemorrhagic emergency. After bleeding was controlled, inspection of the pedicle that was dissected with the enseal was bleeding and had to be re-cauterized. The surgery was delayed 30-40 minutes. The patient had to be opened to control the bleeding. The procedure was completed successfully.